Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-perforation and pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported perforation and pericardial effusion could not be determined. Serious injury/illness/impairment was a resulted of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. During procedure, the activated clotting levels was 317s and the left atrial pressure was 12nnhg and 300ml fluids was given. The shape of the appendage was chicken wing and patient had atrial fibrillation (af) rhythm. The 25mm amulet was not implanted due to incompatible with anatomy. A new 22mm amulet and new 12f amplatzer torqvue 45x45 delivery sheath was chosen. When the delivery system was entered to the patient body a cardiac perforation and a 6.8mm pericardial effusion was noted. The pericardial effusion was localized. There was no intervention was performed for pericardial effusion. The amulet was removed and a new 25mm amplatzer amulet left atrial appendage occluder and a new 12f amplatzer torqvue 45x45 delivery sheath was chosen and completed the procedure successfully. The patient was reported discharged from the hospital two days after the procedure, without any symptoms.